Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified during set up, when the peel pack was opened on the pk dissecting forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument conductor wire to be broken. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed electrical continuity test. The yaw pulley did not show any signs of arcing. Failure analysis investigation also found a broken yaw pulley. The yaw pulley was missing a .148 x .091 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. The added range of motion of the grip likely created excess tension on the wire, causing it to break. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken yaw pulley found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.